Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, a vasoseal elite was deployed. During the procedure the operator advanced the plunger of the collagen cartridge down to the black line. When the operator went to retract the sheath to deploy the collagen, the sheath would not retract and appeared to be stuck in the tissue tract. The occlusive hold was reportdly in the correct location above the puncture site. After observing the site and slighly manuevering the sheath they noticed it was shredded. The operator removed the portions of sheath that they could but, approximately 1/5th of the tip of the sheath remained in the patient with the collagen plug. The patient was taken to surgery for a cutdown procedure to remove the sheath portion. No further complications were reported.